Event description:
It was reported that the pump was not staying stitched where it was implanted. The pump was moved and re-stitched. Per the reporter, following that procedure, the site bled. The type of medication, concentration, and daily dose being administered via the pump were not provided. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).